Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands could not be fired. The same issue happened with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the complainant, and it showed that the elastic bands were moved out of their original positions.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly was returned with the device. It was also noted that the trip wire was kinked and was not secured in the handle slot. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The ligator head was not returned for analysis. A media evaluation of the photo and video provided by the complainant showed the ligator head with the bands moved out of their position. The kink in the trip wire could have been generated due to user manipulation or technique used during the procedure. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Failure to follow this step can lead to band deployment failure. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the bands could not be fired. The same issue happened with the second speedband superview super 7 device. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the complainant, and it showed that the elastic bands were moved out of their original positions.